Event description:
A surgeon reported a pt with unexpected postoperative outcomes following bilateral intraocular lens (iol) implant surgeries. The pt is almost two diopters myopic to his target in both eyes but only wants one of the lenses exchanged. Additional info was received from the facility that indicated the iol was exchanged six weeks following the initial surgery. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional info was requested by phone, email, and mail on (B)(4) 2013. Additional info was received on (B)(4) 2013. A completed questionnaire has not been received. (B)(4).